Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of asystole, dizziness and vomiting with right arm movements. The device showed a right ventricular (rv) pacing impedance variance of 1159 to 494 ohms. It was noted that the patient had previously visited the ER with the same symptoms and some low heart rates. The patient was taken to the electrophysiology lab where it was determined that the issues were caused by a set screw on the rv pace/sense portion of the device header. The rv lead was reconnected to the header and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 694758 implantable tachy lead, implanted: (B)(6) 2010; product ID 1882tc competitor implantable pacing lead, (B)(6) 2009. (B)(4).